Manufacturer narrative:
The driver fracture surface was observed under magnification. The fracture is a spiral/oblique fracture, indicating the failure was a combination of torsional and bending loads. Additional mdrs associated with this event: 3025141-2017-00322: screw.

Event description:
During implantation of an aculoc 2 plate, the tip of the driver broke off in the head of one of the locking screws. The driver tip could not be removed and remained implanted.